Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant two right atrial leads would not attach or remain attached to the atrium. Patient anatomy may have contributed to the issue. Both leads were attempted, but not implanted. No patient complications have been reported as a result of this event.